Manufacturer narrative:
Results: the strain relief was unraveled by the penumbra investigator and the catheter shaft was fractured approximately 2.5 cm from the hub. The benchmark was ovalized approximately 91.5 cm from the hub. Conclusions: evaluation of the returned benchmark revealed was fractured underneath the strain relief. If the device is forcefully manipulated at extreme angles during preparation for use, damage such as this may occur. Further evaluation revealed the catheter shaft was ovalized on its distal end. This damage was likely incidental to the reported failure and may have occurred while packaging the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
While preparing a benchmark 6f 071 delivery catheter (benchmark) for a medical procedure on the back table, the hospital staff noticed a hole in the benchmark. The damaged benchmark was found prior to use and therefore, was not used in the procedure. The procedure was completed using another benchmark.